Manufacturer narrative:
The pump was received with blank display due to moisture damage at the electronic assembly. The self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test, were unable to be done due to blank display. The pump was received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with blank display. The customer's blood glucose level at the time of incident was 190mg/dl. Troubleshoot was conducted and the display did not return. The customer was advised the pump would be replaced and returned for analysis. The pump was received with blank display due to moisture damage at the electronic assembly. The self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test, were unable to be done due to blank display. The pump was received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.